Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned product noted two needles were returned in a container. One needle was bent with no suture present. The second needle had a suture attached. The needles were inspected under a microscope and no other abnormalities besides one needle being bent was observed. Functional evaluation could not be performed on the one needle that was bent. The second needle was loaded into a suturing device from the post marketing vigilance (pmv) inventory and applied to test media. The returned needle was found to function properly and remained engaged in the test device throughout testing. No difficulty was experienced in loading, unloading or toggling the returned needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Additionally, the investigation detected a secondary condition of needle obstruction that has no relationship to the reported condition. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a total laparoscopic hysterectomy, while the device was being applied to the vaginal cuff, while applying tension on the suture the needle came apart from the suture at the same time the device was difficult to toggle. Another suture was used to complete the case. There was no patient injury.